Event description:
The customer contacted physio-control to report that their device was turning off randomly. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. No parts were replaced. The device passed functional and performance testing and was returned to the customer. Root cause is unable to be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was turning off randomly. There was no patient involvement reported with the event.